Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose of 380 mg/dl with trace ketones, extreme drowsiness, nausea and vomiting associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was hospitalized with diabetic ketoacidosis. The patient received unspecified treatment by their healthcare provider. Troubleshooting was not completed at the time of the call. Customer technical support referred the patient to their healthcare provider for diabetes management. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.